Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, the lesion was not prepared according to the instructions for use (IFU), as the physician was not certified for the use of supera. It should be noted that the supera peripheral stent system IFU states: this device is intended for use by physicians trained in endovascular techniques. Additionally, the lesion/stricture predilatation section states: prepare the vessel/duct utilizing standard angioplasty technique using a balloon size greater than the stent outer diameter. The account reported the deviation of the IFU and is therefore aware of the deviation. As there was no damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that not preparing the lesion according to the IFU in addition to the introducer sheath was likely too close during stent deployment resulted in the stent to inadvertently deploy partially into the sheath; resulting in the reported material deformation (stretched 3 times longer) and thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that that the procedure was to treat the femoropopliteal artery; however, the lesion was not prepped. The 6.0x120mm supera stent was advanced to the target lesion and partially deployed into the introducer sheath; however, stretched due to misusage of the device 3 times longer than what was noted on the box. The stent was noted to be removed under fluoroscopy, during removal of the sheath. Another one used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 2017 - failure to follow steps / instructions.